Event description:
A patient was in process of being given IV contrast for a CT scan, and during injection by auto-injector on CT scanner, the syringe separated from base; syringe was replaced and scan was performed without further incident.